Manufacturer narrative:
The manufacturing facility is conducting a review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the tampon seperating when taken out of the package.

Event description:
Consumer reported that her daughter had u by kotex security super absorbency tampon split into a few pieces during removal. This occurred with 2 tampons.